Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using an intellanav stablepoint open-irrigated catheter they received the error "excessive temperature" on the generator. They examined the irrigation and found that the pump was behaving normally, however, when they examined the flushing port of the ablation catheter they noticed some returning blood and the catheter was not be irrigated properly, preventing the tip from being cooled. It was noted that the procedure started with a unipolar ablation and then was followed up with a bipolar ablation. It was stated this methodology was used due to the type of tissue that was to be targeted in this case. The catheter was exchanged and they were able to complete the procedure without patient complications. The catheter is expected to be returned for analysis.